Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of an event that occurred on (B)(6) 2020 in the operating room during use in (B)(6). The reported complaint involved a pentax medical accessories, model of-b190, lot number unknown. The user facility reported an event stating "during the endoscpic procedure, the rubber inlet seal (ofb190) was damaged and the fluids were leak into the clothes of the medical staff. So, the medical staff's clothes wet." No serious injury or death of a patient or user was reported. The damaged status of the inlet seal was confirmed. The damaged status: when the slit is sealed, the light shines through the opening. Replaced the damaged inlet seal with a new one.